Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the device's internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.